Manufacturer narrative:
(B)(4). The lot was manufactured from january 21, 2014 to january 22, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was some fluid inside the plastic casing of a large volume infusor indicating a leak. The unit contained flucloxacillin. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.